Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain lower ("cramping") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain lower (seriousness criteria medically significant and intervention required), menorrhagia ("excessive and abnormal bleeding during menstruation"), weight increased ("weight gain"), abdominal distension ("bloating"), dyspareunia ("painful intercourse") and headache ("headaches"). The patient was treated with surgery (vaginal hysterectomy). Essure was removed on (B)(6) 2016. At the time of the report, the abdominal pain lower, menorrhagia, weight increased, abdominal distension, dyspareunia and headache outcome was unknown. The reporter considered abdominal distension, abdominal pain lower, dyspareunia, headache, menorrhagia and weight increased to be related to essure. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report